Manufacturer narrative:
According to the practitioner the implants are lost (loss of osseointegration) after implants have been restored. The 2 implants have been placed in 15 and 25 position on (B)(6) 2017 and removed on (B)(6) 2018. The implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees theirs conformity. The implants have been evaluated through a biological risk assessment which concludes that theirs toxicological profile is acceptable. The implants loss suggest that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implants failures include bone condition, patient oral hygiene, or patient behavior.

Event description:
Implant is lost (loss of osseointegration) after implant has been restored.